Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device left side essure') and pelvic pain ('pelvic pain / right pelvic region, severe') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included right lower quadrant pain and hemostasis. Concurrent conditions included renal cyst nos. Family history included hypertension (hypertension and diabetes mellitus in father), diabetes mellitus, lung cancer (lung cancer and reast cancer in two aunts.) And breast cancer female. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In january 2017, the patient experienced cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder/ bladder recurrent infections"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, cystitis, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was discussing essure removal with her healthcare provider (as per 21-feb-2019). 2-3 coils on the right side. 3-4 coil were on left side discrepancy noted: pip. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in december 2009: unknown. Lot number: 638495 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: pfs received. Event "expulsion of essure device left side essure" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device left side essure') and pelvic pain ('pelvic pain/right pelvic region, severe') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included right lower quadrant pain and hemostasis. Concurrent conditions included renal cyst nos. Family history included hypertension (hypertension and diabetes mellitus in father), diabetes mellitus, lung cancer (lung cancer and reast cancer in two aunts.) And breast cancer female. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2017, the patient experienced cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder/ bladder recurrent infections"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, cystitis, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was discussing essure removal with her healthcare provider (as per (B)(6) 2019). 2-3 coils on the right side. 3-4 coil were on left side. Discrepancy noted: pip. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: in (B)(6) 2009: unknown. Lot number: 638495; manufacture date: 2009-05; expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added. Fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right pelvic region, severe') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included renal cyst nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was discussing essure removal with her healthcare provider (as per (B)(6) 2019). 2-3 coils on the right side. 3-4 coil were on left side lot number: 638495 manufacture date: 2009-05 expiration date: 2012-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device left side essure') and pelvic pain ('pelvic pain / right pelvic region, severe') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included right lower quadrant pain and hemostasis. Concurrent conditions included renal cyst nos. Family history included hypertension (hypertension and diabetes mellitus in father), diabetes mellitus, lung cancer (lung cancer and reast cancer in two aunts.) And breast cancer female. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2017, the patient experienced cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder/ bladder recurrent infections"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, cystitis, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was discussing essure removal with her healthcare provider (as per (B)(6) 2019). 2-3 coils on the right side. 3-4 coil were on left side discrepancy noted: pip . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: unknown. Lot number: 638495 manufacture date: 2009-05 expiration date: 2012-05 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation wasconducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / right pelvic region, severe') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included renal cyst nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("infection/ infection (bladder/ urinary tract/vaginal) type: bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, cystitis, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, cystitis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient was discussing essure removal with her healthcare provider (as per (B)(6) 2019). 2-3 coils on the right side. 3-4 coil were on left side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: pfs received: previously reported event- infection was replaced with specific event infection bladder, newly added events- bleeding vaginal, menorrhagia, outcome of the previously reported event- pelvic pain female, genital bleeding were updated, essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.